Event description:
A custom made dove tail adapter torque knob became jammed and it was difficult to get it loose and remove it. There was also a slight bend in the torque knob. There was no patient injury involved with this event. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.